Event description:
Related manufacturer report number: 2916596-2020-05913.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power alarm while connected to the mobile power unit (mpu) was confirmed via log file analysis. The heartmate mpu (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 4 days (B)(6) 2020 per timestamp). On (B)(6) 2020 at 22:17:13 - 22:17:19 there was a low power advisory alarm while connected to the mpu that became a no external power event due to a loss of ac power. This event resolved when power was reconnected and the backup battery provided power during this event. On (B)(6) 2020 at 08:56:56 - 8:57:44 there was a low power advisory alarm while connected to the mpu that became a no external power event due to a loss of ac power. This event cleared when the patient connected to 14v battery power and the backup battery provided power during this event. There were no other notable events in the log file related to the reported event. Pump operation was not affected. Additional information communicated on 01dec2020 indicated that there was no issue with equipment performance, that the patient had a v-lock connector, that the no external power events on mpu power were due to the patient tripping on the ac power cable, and that no equipment would be returning at this time. The root cause of the reported no external power events while connected to the mpu were determined to be from the patient tripping on the mpu ac power cable, as reported. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped on 04apr2019. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to place the ac power cable for the mobile power unit in a manner so that it reduces the chances of tripping or falling. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple no external power alarms while on the mpu. It was reported that the patient mobilized on the mpu, using an extension cable, and tripped over the cable disconnecting it from the wall. It was the cable that disconnected from the wall, as the mpu has a v-lock. No further information was provided.